Event description:
Zoll AED plus failed to deliver shock during a cardiac arrest code stating "change batteries". Patient on incenter-hemodialysis. At 1634 bp 150/34, pulse 75. Patient found unresponsive by staff at 1646. Patient experienced cardiac arrest and CPR initiated at 1648. AED opened and directions follow including applying pads to patient. AED called for analyzing rhythm, shock advised, clear, and button pushed to administer first shock. It was undermined if the shock administered. An emergency 911 called already placed 1650. AED instructed to resume CPR; analyzed rhythm then advised a shock, AED machine failed to deliver a second shock, stating "change batteries". AED continued to cycle through each time it started "change batteries". Emt arrived within 5 minutes and placed their monitor on patient and transferred patient to hospital with weak pulse present.